Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found the instrument to have the curved blade broken at the base. A piece measuring approximately 0.511" x 0.084" in size was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No product has been returned. A review of the provided image was performed, and the following additional information was provided: the image shows the instrument curved blade has broken off and separated from the instrument. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke and a fragment fell into the patient. The instrument was inspected prior to use with no damage observed. There was no instrument collision. The fragment was retrieved by using the da vinci. There was no fragment left in the patient. The procedure was completed using a backup harmonic ace instrument.